Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: one needle product code w1621 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage area were noted with marks of the surgical instrument and the barrel hole was noted with a suture piece still attached. In addition, the suture end was observed cutted and with body fluids to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture thread was found separated from the needle spontaneously after four stitches were sutured. The needle could not be found on the superficial wound bed. All stitches were removed immediately but the needle could not be found after exploration. Urgent x-ray of the left hand showed the needle was embedded in the medial wall of the index finger. The needle was removed during the same procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary : the visual analysis of the images received for evaluation, determined that the needle could be observed on a large scale, it presented body fluids separated from the suture, the image is not clear to determine the failure mode. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure it meets the required specifications prior to shipment. Additional monitoring of complaint information for potential safety signals is carried out through complaint trends as part of post-market surveillance. Additional information was requested, and the following was obtained: please provide procedure name [ans: unknown] was the needle retrieved during the same surgical procedure? [Ans: yes] was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? [Ans: n/a] was there any change in the patient¿s post-operative care due to the prolonged procedure? [Ans: n/a] what is the most current patient health status and condition? [Ans: n/a] please provide the return status of the device(s) as it has not been received for analysis. [Ans: the product has been shipped to cg lab on 19 nov 2021]